Event description:
It was reported that high threshold was observed on the lead during a post-op check. An x-ray indicated lead dislodgement. The lead was successfully repositioned. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.